Event description:
According to the report, the wound over the implant site had to be re-closed in 2007, as the patient kept on touching the area. Additional information received on april 01, 2008, reported that the patient had been explanted of the device due to the device extrusion. Med-el were only informed of the explantation in 2008

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device analysis will be submitted as a follow up report.